Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to diabetic ketoacidosis and high blood glucose level of 500 mg/dl at the time of hospitalization, the customer's blood glucose level 500 mg/dl, current blood glucose was 254 mg/dl. Outcome pertaining bent cannula under skin at site. The customer treated for high blood glucose with insulin drip, phosphate. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.